Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed to be ruptured, within the rupture a crease was noted. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture and crease mentioned above were caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade IV on the right and baker grade ii on the left post-operatively. During the bilateral removal and replacement on (B)(6) 2019, it was also discovered that the right breast implant was ruptured. The replacement devices were non-mentor. This medwatch form is for the right breast prosthesis.